Manufacturer narrative:
Additional information received: it was reported that laboratory results from the primary care physician 2 weeks after the diagnosis, continued to show a decreasing trend. Laboratory results from the 1-month follow-up confirmed this trend. No bacteria were detected in the urine, and the patient reported being symptom-free. The event is reported to have resolved approx. 6.5 weeks after onset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the urinary tract infection resolved 10 days after its onset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted during the endovascular treatment of an aaa. It was reported that the following day the patient developed a fever and was found to have a urinary tract infection. The patient was given antibiotics piperacillin and taxobactam as treatment . The patient 's existing hospitalization was prolonged as a result. A chest x ray had also been performed. The site assessed the event as probably related to the study device and index procedure and not related to an underlying condition or disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A.1 corrected b5: additional information received : it was reported that the patient had developed a fever of 38.7 c . The patient was given a combined analgesic and anti pyrectic medication. Pneumonia was ruled out by chest x-ray. A uti was then diagnosed based on elevated inflammation parameters and a positive urine dipstick test. Microbiological findings confirmed bacteria in the urine culture. During the course of antibiotic therapy, inflammation parameters decreased, but subfebrile temperatures persisted. The patient was discharged home one week post the uti diagnosis feeling well. Blood tests will be rechecked by the patient's family doctor. The site updated their assessment to not related to the study device. Section d information references the main component of the system. Other relevant devices are: etlw1616c124ee, s/n:(B) (6) etlw1616c93ee s/n:(B) (6) etlw1613c124ee, s/n: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.